Event description:
Patient with lvad therapy for 14 months presents with left ventricular assist device (lvad) alarms and a single pump stop prior to admission, in the setting of ldh peak 600, inr 3.6 on admission, and aspirin therapy. We were unable to pursue tpa treatment due to high inr on arrival. Vad completely stopped within 24 hours of arrival to hospital. Inotrope was initiated, patient was urgently listed 1a for transplant, and received successful transplant 10 days after presenting to the hospital.